Manufacturer narrative:
Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. However, sol millennium decided to open a supplier corrective action request to the supplier for further investigation of the issue. All actions will be followed in the scar number: 20250202. Once the scar report is available a detailed corrective action will be shared and a follow up MDR will be submitted with additional information.

Event description:
Sol-043 - customer reported the needle suddenly detached, making it impossible to administer the medication. Sol-088 - customer reported that the needle fell off. Sol-101, sol-102, sol-103 - customer reported that the needle detached. Sol-111 - customer reported that the needle hub is loose. Sol-124 - customer reported that the needle hub is loose and unusable.

Manufacturer narrative:
Based on the performed investigation (scar20250202), the reported events involving sol-care luer lock safety syringes were associated with needle hub disengagement and/or unintended retraction. The most probable cause is related to incomplete seating of the needle hub into the barrel grooves during manual assembly, which under transportation or use conditions may lead to hub displacement or retraction. To address this risk, a dedicated automated assembly equipment has been introduced and validated to replace manual assembly of the needle hub into the barrel. The equipment is equipped with 100% in-process visual inspection to verify proper seating and engagement of the needle hub.no broader adverse trends have been identified, and the issue is considered limited based on available information.